Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: leaking from the tubing to the device at the connector.

Event description:
Reported issue: leaking from the tubing to the device at the connector.

Manufacturer narrative:
(B)(4). The device history record of batch number 74e2000904 that belong to catalog number a-6000-08lf (pe adult-ped dry/ wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. However, material from the production line was verified and no issues were found that can lead this customer complaint.